Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the pad was checked during an audit and they noted the gel was pitted or torn and there was little or no gel in those spots. Initial evaluation of the incident pad identified areas of exposed foil (gel missing).